Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the subject pump powered off without warning a few weeks ago. At the time of troubleshooting, the patient informed customer support that he immediately became aware of power issue and replaced the old battery with a new one. The patient confirmed the pump powered back on. At the time of the call, the patient denied any visible damage to the pump's casing or battery cap; however, reported that the battery cap's yellow o-ring was visible. Customer support was unable to determine reason battery cap was unable to secure tightly to the pump.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the power complaint. The pump powered on with vibratory and audible sounds. No power issues observed in the black box. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with test battery cap, no power interruptions occurred during this time. Unrelated to this complaint, the pump booted with pinkish contrast and a faded display screen; it booted to normal contrast with a replacement screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.